Event description:
Customer's pump was not beeping. During the self test, the pump did not beep while pump was on beep mode. The pump also did not beep during audio bolus. The pump trainer tried installing a new battery and the beep failure did not work.

Manufacturer narrative:
Analysis of returned device not complete as of date of this report.